Event description:
During the procedure, the burr was navigated and did not feel correct to the surgeon, although it appeared properly positioned on the navigation screen. A probe was then placed in the prepared hole, which indicated entry into the foramen. The navigation system (7d) was aborted, and the case was completed using o-arm imaging. No patient harm was reported.

Manufacturer narrative:
The manufacturer reviewed the available information regarding the reported event. The navigation system was aborted intraoperatively, and alternative imaging (o-arm) was utilized to complete the case. No patient injury occurred. Since the device was not returned for analysis, a definitive root cause could not be determined. The manufacturer will continue to monitor for similar reports through post-market surveillance activities.